Event description:
The customer called to report that the insurance does not cover blood logic strips. Customer was admitted to the hosp the night before for low bgs. The customer does not know what was the reading at the time of the admission. Also the customer mentioned that the hospitalization was not related to any problem with the pump.